Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the firing did not work, starting with the first clip. Follow up received from sales rep/affiliate: what was meant by firing did not work? Did not close. Did the clip feed into the jaws of the device? Unknown. Was there any issue with the clip feeding such as sideways feed, slow feeding, dropping/ejecting clips? Unknown. Was the device fired? Yes. If yes, were the clips formed properly? No. What type of procedure was being performed? Unknown. Please submit the completed complaint form. What vessel or structure was the device fired on at the time of the event? Unknown. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? No.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, thirteen clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips did not close when applied. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.